Event description:
It was reported that during an endoscope procedure, the patient was electric shocked. The power of the bipolar coagulation was set at 55 when the forcep grip the oviduct. Further, the cable was burned out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.